Event description:
It was reported by the patient that he underwent total hip arthroplasty in 2007, in which a durom acetabular cup was used. About 19 months post-op, he experienced pain and his surgeon recommended a revision of the cup. Revision is scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.